Event description:
Ous MDR - it was reported that after an implant duration of about 6 weeks, during a follow up a pleural effusion was noted. It was determined that this right ventricular lead had perforated the heart. On the same day surgery was performed for pericardial drainage. A few days later a sign of infection was noted and the device and all leads were explanted and discarded. A new system was implanted.

Manufacturer narrative:
The lead was not returned for analysis. The analysis is therefore based on the inspection of the quality documents associated with the manufacture of this particular product. The manufacturing process for this lead was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process which might be related to the clinical observation. The biotronik sterilization protocol confirmed that all sterilization parameters, such as gas concentration, temperature, humidity, etc., were in their specified ranges. Also, the investigation of the microbiological indicators showed the successful completion of the sterilization process. In summary, the lead was not returned for analysis. The review of the quality documents confirmed a regular lead manufacturing.